Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/05/2019. The customer troubleshot with technical support and was advised to swap the printed circuit board (pcb), central processing unit (cpu), man-machine interface (mmi) to main cable one at a time until the problem is resolved. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilators o2 light emitting diode (led) was not illuminating. There was no patient involvement. The event date was not specified; estimate used.